Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was implanted in 2010 and it worked for four years. She fell backwards and landed on her back and spine in (B)(6) 2014. After the fall, the device quit working. She started having leaks and running to the bathroom, starting in (b)6) 2014. She never wore diapers but used pads. They took an x-ray and she was told her lead wires had moved or had been disconnected. The device was replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.